Manufacturer narrative:
A device history record (DHR) review was performed on the lot and no discrepancies was found. No similar complaints were found in this lot. During visual analysis, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. A kink was observed in the sheath, likely the result of handling. The catheter was returned in two pieces: the catheter body and the detached distal tip end (2.5cm). The complaint sample was sent to an outside vendor for oxidation analysis and the result revealed high levels of oxidation at the surface of the tip fracture and throughout the tested sample. Image characterization testing was performed and no image appeared in the system due to electrical open at distal; the cause of which is undeterminable but unrelated to the tip break. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. A review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature; a root cause of design was assigned. Customer notification has been distributed to japanese customers and sent to the pmda. FDA report of correction and removal was filed (B)(4) 2001 (reference # 9912058-3/3/14/2011-0001-c).

Event description:
A coronary intravascular ultrasound (ivus) catheter was prepped-without issue-for use in a percutaneous coronary intervention (pci) procedure. During the insertion of the imaging catheter into the guide catheter (outside the patient's anatomy), the physician reported that it felt like the imaging catheter ''caught on something'' and stated that approximately 2.5cm of ivus catheter distal tip became detached. The physician withdrew the ivus and the detached tip and completed the procedure with a new ivus catheter. The patient status following the procedure was reported as ''fine.''

Event description:
A coronary intravascular ultrasound (ivus) catheter was prepped-without issue-for use in a percutaneous coronary intervention (pci) procedure. During the insertion of the imaging catheter into the guide catheter (outside the patient's anatomy), the physician reported that it felt like the imaging catheter "caught on something" and stated that approximately 2.5cm of ivus catheter distal tip became detached. The physician withdrew the ivus and the detached tip and completed the procedure with a new ivus catheter. The patient status following the procedure was reported as "fine".